Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 23mm 11500a inspiris resilia aortic valve in the pulmonary position was disabled via valve in valve procedure after an implant duration of 5 years, 10 months due to severe pulmonary stenosis and insufficiency. Tpvr was completed with a 26mm 9600tfx transcatheter valve.